Event description:
It was observed during the device inspection, that the gastrointestinal videoscope, exhibited foreign objects which came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The component code was corrected from 841-imager to 3092-nozzle. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, there was no deviation from IFU in reprocessing steps for the location with foreign material. Although we confirmed presence/clogging of foreign material in the nozzle, we could not identify the foreign material. The root cause of the foreign matter remaining on the device could not be identified. Such events can be detected and prevented according to the following ifus: instruction manual gif-xz1200 operation chapter 3 preparation and inspection, the detection method is described. Instruction manual gif-xz1200 cleaning/disinfection/sterilization chapter 5 prevention measures are described in the reprocess of endoscopes (and accessories to be reprocessed). Olympus will continue to monitor field performance for this device.